Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported problem of a "unit failed" in rescue mode was not replicated or confirmed. The device was recertified and returned to the customer. Review of the device activity logs did indicate that a "unit failed" message occurred in non-rescue mode, which indicates that the device would still function in rescue or clinical mode. Reports of this nature are typically not considered to have any clinical impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.